Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the describe event or problem, device avail for evaluation, returned to manufacturer date, occupation, MFR site facility name, MFR site address 1, MFR site city, device eval by manufacturer, device eval by MFR sum attach, device not eval by MFR code, rfb device eval by MFR and usage of device.

Event description:
It was reported that this pacemaker was part of a system extraction due to infection. No additional adverse patient effects were reported. It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker was explanted.

Event description:
It was reported that this pacemaker was part of a system extraction due to infection. No additional adverse patient effects were reported. It was reported that this pacemaker was part of a system revision due to infection. There were no additional adverse patient effects reported. The pacemaker was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct the outcomes attrib to adv event, event date and explant date.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of a system extraction due to infection. No additional adverse patient effects were reported.